Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products : 503452 lead implanted (B)(6) 1996. (B)(4).

Event description:
It was reported that the device required repositioning. The physician decided to explant and replace the device. No patient complications have been reported as a result of this event.